Event description:
The customer reported that she was recently hospitalized due to a blood glucose level of 62 mg/dl caused by not eating. The customer reported that she was in pain and had low oxygen levels. The customer stated that hospital staff removed the insulin pump during her stay. The customer reported that the insulin pump had a blank display, she changed the batteries, and it currently had a battery out limit. Blood glucose level at the time of the call was 365 mg/dl. The customer was sent a replacement battery cap and advised to monitor the device. The customer will not return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.